Event description:
The distal portion of the lead was returned to the manufacturer after being explanted with no reason for removal. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Visual analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).